Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the customer had a needle break off inside the patient¿s abdomen with a 29 g 1 cc bd¿ u-100 insulin syringe. He went to the ER, and had an x-ray done. The x-ray did not show a needle. No other medical interventions were reported.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4121557. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent conclusion: although the investigation confirmed the customer¿s reported defect, an absolute root cause for this incident cannot be determined. Our quality engineer notes that based on the investigation findings, a possible cause for the defect is needle bending/re-straightening by the customer.